Manufacturer narrative:
Date of event and therapy date are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-01428. It was reported that the patient had a slip which led to high impedances on the right lead, which caused auto-reducing therapy. As a result, surgery occurred to explant and replace the leads, which resolved the issue.